Event description:
It was reported that the customer dropped the pump multiple times which caused the touchscreen to become cracked. This resulted in the customer cutting themselves. Reportedly, the customer continued to use the pump for insulin therapy as the pump remained functional.